Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Not returned.

Event description:
Dr. N reports patient status post bilateral triathlon knee replacements done on (B)(6) 2016 has some instability in his left knee and dr. N wanted to revise the knee to a thicker insert. The left knee was revised from a 13mm insert to a 16mm cs insert . The surgery was performed without incidence.